Event description:
It was reported that the tip of the screwdriver had broken during the insertion of the screw. The screw as well as the tip of the screwdriver still remains in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The failure mode of tip breakage for the biosteon screwdriver was confirmed based on the returned device. There are many potential root causes for this failure mode. Based on the breakage itself another potential root cause of the failure is user error due to a combination of excessive force used by the surgeon and use of a 23mm biosteon screw. The further down the screw is on the driver tip, the more susceptible it becomes to breakage, thus a 23mm screw was likely used by the surgeon. If a 23mm screw was not used then it would indicate that the surgeon was not fully engaging the driver when using a larger screw size (either 28mm or 35mm). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the screwdriver had broken during the insertion of the screw. The screw as well as the tip of the screwdriver still remains in the patient.